Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device could not cut the pulmonary artery and no staples came out when the third firing. The clip of the device could not be opened. The surgeon used other device and took much time to remove the device. Then the surgeon changed to hand sewing to complete the procedure. The whole procedure was delayed around half an hour and the patient accepted more anesthetic. Till now we have not got any information about the patient details. No patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: did any changes occur in the patients postoperative course as a result? The patient is fine now and discharged. The analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.